Event description:
Healthcare professinal (hcp) reports a fiber leak noted 1/2 hour into pt treatment. The blood leak was not visible into the dialysate, however the dialysate tested positive for blood. Hcp reports the dialyzer and lines were changed and the treatment continued without incident. The hcp reports an estimate of 200 cc blood loss. The hcp reports no pt injury or medical intervention needed. The dialyzer was reused 22 times.